Event description:
A malfunction alarm was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Despite initial difficulties in loading a cartridge and resuming insulin, with the help of technical support, the customer successfully reset the pump and resumed insulin delivery.